Event description:
Patient called to report a product issue involving the injectable pen she uses to deliver ozempic. She stated the pen became defective, the twisting piece stopped working and will no longer deliver medication. Patient stated the device still has 2 doses left inside and feels the pharmaceutical companies are cheating people.